Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem ( does not communicate with monitor) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to an open wire in the trunk cable. The root cause for the open wire could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
(B)(4). A us distributor reported that an electrode belt was unable to communicate with the monitor.